Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a skin irritation. The patient stated they do have a history of sensitive skin and /or allergies. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream ad applied paper tape for the skin irritation that they stated was due to bed bugs. Follow up indicated that the skin irritation improved.